Manufacturer narrative:
It has been determined this event is duplicate from (B)(4). Upon reassessment of the reported event, it was determined that this device was previously filed under MFR# 0001038806-2020-00612 on (B)(6) 2020. As a result, no further medwatch reports will be submitted under this file. For additional information in regards this event, please refer to MFR# 0001038806-2020-00612.

Event description:
After evaluating the report event, it was determined this event is duplicate from (B)(4) which was previously filed under 0001038806-2020-00612 on (B)(6) 2020.

Manufacturer narrative:
Zimmer biomet (B)(4). Initial reporter email address: not provided.

Event description:
It was reported that implant (bopt6510) was removed due to inner internal threads may be stripped, resulting in the inability to secure and seat a healing abutment. Tooth location 18.